Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided revision op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Revision op notes indicate pain, a large amount of brownish-gray fluid inside a pseudotumor, the greater trochanter bone was exposed and approximately 25% portion of the gluteus medius was also detached. There was some trunnionosis noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2017-02293).

Event description:
It was reported patient dislocated approximately eight years post-implantation. It is unknown if patient underwent treatment for the reported event. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patients right hip was revised eight years post-implantation due to pain and dislocation. Medical records noted dislocation, brownish-gray fluid, pseudotumor, exposed greater trochanteric and trunionosis.